Manufacturer narrative:
The insulin passed the displacement, rewind, basic occlusion, and prime tests. The device was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing the device was received with cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error. He rewound the device and it continued to function. For an hour or an hour and half then it continued to alarm again. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.